Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilbs-635-10-12 device of unknown lot number or photographic evidence of the device was not returned for evaluation. Through the investigation it was clarified that the problem occurred as the wire guide was looped back on itself, and it got caught in the stent when the dr tried to pull it back after successful removal of the delivery system. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data. Historical data was not reviewed as the lot number is unknown. Instructions for use and/label. The notes section of the instructions for use, ifu0065 which accompanies this device instructs the user to; "visually inspect the device with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use the device¿ and ¿the delivery system accepts a .035 inch wire guide¿. One of the answers to the additional questions details that an olympus visiglide 0.025-inch diameter wire guide was used. Engineering confirmed that the use of an incorrect diameter size wire guide would not likely have contributed to the complaint issue. There is evidence to suggest that the customer did not follow the instructions for use in relation to the wire guide (ifu0065). As per section (B)(4) these events will be documented in the pms log. Image review: five fluoroscopic images and one kub were provided to support the complaint investigation. This was reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: 1. During the deployment of a 12 cm long zilver self-expanding biliary stent in the right hepatic duct, the peripheral portion of the wire became entrapped in the peripheral margin of the stent, leading to a second procedure and a small fracture fragment of the wire remaining in the patient. 2. There are a few potential issues that contributed to this scenario. The first is the length of the biliary stent and the location of deployment. Unfortunately, a good cholangiogram was not performed/submitted to gauge how far the stent needed to extend into the peripheral segment of the biliary tree. From the images submitted, the stent extends very far out into the biliary tree, which usually is not necessary for a central occlusion. 3. Second, during selection of the biliary radical, the wire had doubled back on itself. The image submitted with the constrained stent in the deployment system shows the stents peripheral margin advanced over the free end of the wire which was looped back on itself. Assuming the stent was deployed in this location, the stent would have then trapped the wire¿s free end outside of the stent. When the operator then tried to remove the wire, this would have created a kink at the margin of the stent lattice, resulting in a stuck wire. If the operator would have noted this configuration prior to deploying the stent, this situation could have been avoided. 4. The complaint report describes a second procedure where the wire was fractured and a small segment was left in the biliary tree. No images of the retained fracture fragment were submitted for review. A small piece of retained wire should not have any clinical impact on this patient. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the wire guide advancing so far into the hilar region that the tip of it may have formed a loop and got caught in the stent. As per image report other possible root causes include the length of the biliary stent and location of deployment. Summary: complaint is confirmed based on customer and/or rep testimony and images provided. According to the initial reporter, the patient experienced some discomfort but recovering well. A further endoscopy under ga was completed a couple of days later to remove the wire guide where a small section remains in the bile duct which should not be a problem as the patient is palliative. Complaints of this nature will continue to be monitored for similar event.

Event description:
Clinical input received on (B)(6) 2025 and determined based on imaging made available during the evaluation process that this case is reportable. A guide wire became trapped in one of the stents and they were unable to free it. More details to follow. Please log a complaint royal oldham hospital on the lots in the email below. A guide wire became trapped in one of the stents and they were unable to free it. More details to follow discussing with the dr (B)(6) on wednesday hoping to review xray images. The products are implanted so cannot be returned. "As per cc form": after 3 stents in 2 ducts rt side of liver were successfully deployed. The doctor attempted to pull back the guide wire and it got caught in the stent, I note on the images the wire had looped back upon itself, the doctor tried for a long period of time unsuccessfully ,and as the patient was distressed he pushed the wire into the fundus of the stomach and brought the patient back a couple of days later under ga when they broke the wire. A piece remains in the bile duct but should not be a problem as the patient has a very poor prognosis. 3 potential catalog numbers pending clarification: zilbs-635-10-12, c2192898. Zilbs-635-10-12, c2184597. Zilbs-635-10-10, c2133257. Was the initial intention to place 1 stent? If so, did the complaint issue occur with the 1st resulting in the 2nd and 3rd stent being deployed? I.e., did the same issue happen with all 3 stents if the above is not correct, were 3 stents placed at once and the guidewire would not pass through all 3? 2 stents overlapped in 1 duct 1 in another both can you please elaborate on how the complaint issue occurred if either of the above 2 assumptions are incorrect? This is not the issue, all stents deployed fine and were draining well it was when the wire guide was pulled back it became caught in the stent, images will show this. What was the target location of the stent? All rt side of liver hilum. Details of the wire guide used (name, diameter)? Olympus visiglide 025. Can you explain how the wire guide was eventually freed from the patient? As per description ¿guide wire became trapped in one of the stents and they were unable to free it¿ loop cutter and traction under ga. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? (If altered please indicate the procedure type (e.g., choledochojejunostomy)) no, stents deployed easily. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Another endoscopy under ga another day was resistance encountered when advancing the delivery system to the target location? No. If resistance was felt how did the physician deal with the resistance encountered? Were any of the stents fully deployed from the delivery system prior to removal? All were fully deployed. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No it was the first stent placed in the duct the wire got caught in. Was any of the stents being placed through the side wall of a previously placed stent? No. Please provide date and detailed description of the medical or surgical interventions? A further endoscopy to remove the guide wire. Please specify additional procedures and provide details. 1 further endoscopy under ga in which doctor's colleague managed to break the wire, a small section still remains in the bile duct, which should not be a problem as the patient is palliative. Please specify adverse effect(s) and provide details: some discomfort but recovering well, stents working fine bilirubin level coming down.